Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device locked when fired. It was locked on tissue. They could not get it off. It was removed by cutting it off the tissue. No other details known. No patient impact reported.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time. The following information was requested, but the details were unavailable: (B)(6).

Manufacturer narrative:
(B)(4). Advancer bypass toward tissue stop. Device b: batch # g9jr1f mfg date: 3/24/2010 exp date: 2/24/2015. Damaged jaw,broken jaw,malformed clip,indicator wheel failure the analysis results of device (a) found that it was received with a pear shaped clip inside the jaws. In an attempt to replicate the reported incident, the device was tested for functionality to evaluate any opening issues. Upon firing of the device, due the antibackup feature was non-functional two unformed clips were fed. Possible causes for this condition may be attempting to squeeze the device trigger when it has not fully returned or stopping the firing sequence and pulling the trigger open. During the next two firing sequences the tip of the advancer slid toward tissue stop causing the jaws remained in the closed position. The trigger was manually assisted in order to open the jaws without any difficulties noted; pear shaped clips were released. The remaining clips were conforming according to our manufacturing specifications. The analysis results of device (b) found that it was received with a pear shaped clip inside the jaws. In an attempt to replicate the reported incident, the device was tested for functionality to evaluate any opening issues. Upon firing of the device, two scissor clips class I were fed due to the jaws were misaligned. It is known from the history of the device that the incorrect/excessive application of torque to the jaws during instrument use creates a misalignment of the tips which may result in clip malformation. During the third firing sequence one jaw ramp got broken off; the remaining clips were ejected due to the condition of the jaw ramp. The batch record was reviewed and no anomalies were noted during the manufacturing process.